Manufacturer narrative:
Upon follow-up, the customer indicated that the unit displayed proximal sensor alarm failed then it shut down. The customer could not provide patient's information, but reported that there was no patient harm.

Event description:
The customer reported that the v60 ventilator screen was blank with the alarm message of pressure sensor failed. Upon follow-up, the customer indicated that the unit displayed proximal sensor alarm failed then it shut down. The customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no patient harm.